Event description:
A caller reported an alarm 01 issue with the pump, which was confirmed to be under warranty. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unable to load a new cartridge and the alarm recurred, leading the technical support team to decide on replacing the pump. In the meantime, the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continuity. Technical support confirmed the shipping address and instructed the caller to return the problematic pump using a pre-paid label within 10 days, and the caller acknowledged this plan.